Event description:
Customer's family member called. Pt was hosptialized for low bgs and transported by the paramedics. It was stated that the customer became unresponsive and combative. Family member reuqested assistance to turn off the device and stated that family member did not eat when supposed to. The customer was disconnected from the pump. The download of the pump revealed a low reservoir alarm.